Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and the complaint was not confirmed by failure analysis. Additional observations not reported by the site: the endoscope was evaluated on a diagnostic tester for functional testing. During the light leakage test, an image artifact was detected in the right eye. Visual inspection identified mechanical damage to the distal tip and additional damage at the distal end. The distal window was found to be cracked and contained a broken or detached piece in a location that could potentially dislodge into the patient. The button pack assembly exhibited damage, with hairline cracks observed on the left and right sides. Cosmetic damage was also noted. Inspection of the cable integrated connector confirmed discoloration of the connector housing. Further investigation was performed and the endoscope was disassembled, and the camera module was visually inspected and tested using an internal tester. The camera module failed functional testing due to a no image condition.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer found the 0-degree endoscope plus would not communicate with system. The procedure was completed with no reported injury.